Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, this right atrial (ra) lead was not capturing. An x-ray was taken and revealed that the ra lead had dislodged. The physician capped this lead and successfully implanted another lead. No additional adverse patient effects were reported.